Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) with serial number (B)(4) found that when tested in parallel with a control ins, ¿both devices functioned properly throughout the duration of the test.¿ it was noted that ¿both devices were set to the parameters the explanted device had when received for analysis.¿

Event description:
Please see manufacturer report #3004209178-2014-13124 for information regarding the patient's right ins.

Event description:
It was reported that starting in (B)(6) 2014 the patient¿s left implantable neurostimulator (ins) ¿occasionally lost power.¿ it was further reported the patient¿s ¿left side ins ((B)(4)) was defective.¿ it was stated the ¿power loss cycle shortened as time passed¿ and that ¿it had been losing power every day starting from two months ago.¿ it was noted that ¿it had not been specified whether power is lost indoors or outdoors¿ and that the ¿power was being lost in unspecific locations.¿ it was reported the ins was scheduled to be replaced eight days after initial report. Additional information stated ¿the device on the right had not shown anomaly¿ and that there was ¿no anomaly for the right side ((B)(4)).¿ it was noted the patient¿s outcome was ¿recovery¿ following the replacement procedure. Additional information reported the right ins was explanted in addition to the left ins because the physician ¿wanted to confirm if the right ins had any anomaly related to the event.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Please see manufacturer report # 3004209178-2014-13124 for information regarding the patient's right ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.